Event description:
The surgeon reported that skin stapler is not providing adequate closure to surgical wounds. He reports the staples are not holding and falling out; allowing the wound to open.the issue is not isolated to this one incident. There is general dissatisfaction with the design performance with this product. Staff met with the ethicon representative to discuss their specific concerns with the product performance. The current plan is to use an alternate product for this purpose.health professional's impression is a poor device design.the manufacturer response: suggested an alternate device to use.